Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the keypad for their device had a delayed response. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 02/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: the keypad rubber was undamaged and all buttons responsed properly to user inputs. No contamination was found on the button contacts. Unrelated to the keypad complaint, the pump booted to a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.